Event description:
Same patient as MFR report #: 600093-2006-02712, 6000089-2007-00005, and 6000093-2007-00072. Clinical trial. It was reported that 28 days following a coronary artery drug eluting stenting treatment procedure the patient experienced a reintervention of the target vessel. At the time of the index procedure, the patient presented to the emergency room due to chest pain and shortness of breath at rest. The patient had negative cardiac enzymes and was ruled out for a myocardial infarction. The index procedure identified and treated two target lesions. Target lesion 1 (20mm long) was identified in the om1 (1st obtuse marginal) with 85% stenosis and a 2.5mm reference vessel diameter. Target lesion 1 was treated with angioplasty and placement of a 2.5x24mm taxus express2 drug eluting stent in overlapping fashion with the previously placed stent. Following the stent implantation the area was widely patent; however, there was dissection at the outlet of the new stent. The dissection was treated with another manufacturer's bare metal stent placed in overlapping fashion with the newly placed taxus stent. Residual stenosis was 0%. Target lesion 2 (10mm long) was identified in the mid lad (left anterior descending) with 95% stenosis and a 2.5mm reference vessel diameter. Target lesion 2 was treated with direct placement of a 2.5x16 mm taxus express2 drug eluting stent. Residual stenosis was 0%. The patient was discharged the next day on asa and plavix. The patient presented 26 days following the index procedure with a two-day history of recurrent chest discomfort. Treatment 28 days following the index procedure due to 95% discrete stenosis distal to the stent consisted of angioplasty and placement of another manufacturer's 2.0x12mm bare metal stent to the om1 lesion overlapping with a previously placed stent. Just distal to the new stent some dissection occurred. The dissection was treated with angioplasty and residual stenosis was 0%. Next, the 1st diagonal was treated with angioplasty and several attempts at placement of another manufacturer's 2.25x8mm bare metal stent. After multiple unsuccessful attempts the stent was removed and no further treatment was performed. Residual stenosis was 20%. The patient was discharged the next day.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.